Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic assisted ovarian cystectomy - "taking down adhesions for port placement. Unit seemed to work fine for first couple of activations. Then error code would register to reactivate when fuse button depressed. Dr re-grasped tissue and activated-the generator would read activating, but there were no feedback tones or energy delivered. Then error code would appear again. I switched ports on the generator and power cycled, but issue remained. I then switched hand pieces but was having the same results." Additional information received from the sales representative: it was determined that there was no energy being delivered as there was no smoke or blanching of tissue along with no feedback tone. It took 2 - 4 seconds before the generator showed the activation error check device, reactivate. Patient status - "continued procedure as normal".

Manufacturer narrative:
Investigation summary: the electrosurgical generator (esg) was returned for evaluation. The esg passed all visual and functional testing performed. Engineering was unable to replicate the customer experience. The root cause of the event is unknown as the device met its intended function. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received.

Event description:
Additional information rvcd oct. 7, 2016: the user was sealing on 2-5mm omental adhesions as well when the unit worked for the first couple of activations.